Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension.

Event description:
It was reported there was an impedance reading of >4,000 ohms on some of the bipolar pairs. It was stated the left side had normal impedance. It was noted the right side had high impedance. It was noted there were a couple of values from 4,100 ¿ 4,200 ohms for 2 bipolar pairs. It was noted they retested at 3.0v and they did not see impedances over 4,000 ohms.